Event description:
It was reported to baxter france that the reservoir of an intermate lv250 device had ruptured during patient use at the end of infusion. According to the reporter, the intermate was filled with colimycine (1.5 ppm) and 250 ml of sodium chloride (nacl). There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation, per the customer; however, the device has not yet been received by baxter. Should the device and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: an actual sample was not sent to baxter for evaluation; rather, baxter received a photo of the sample. The reported condition of "ruptured reservoir" was confirmed via photographic evaluation. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release. Trending revealed that similar reports have been received by baxter for "ruptured reservoir". The root cause for this condition is currently being investigated under CAPA (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the vessel and would not re-open. Per the contact, the device was pulled off the vessel. The tissue remains in the jaws of the device. The damaged tissue was repaired. There has been no reported consequence to the patient. (B)(4)